Event description:
The user facility reported the valve was implanted in 2003 and removed in 2003. The pt was still symptomatic. The neurosurgeon reported the valve failed, was not working properly. No fluid was going through it.